Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a blood glucose nadir of 52 mg/dl after exercising while remaining connected to the pump and not eating post-exercise; the patient treated with approximately 15 grams of oral glucose and noted a brief sensor issue with a dexcom g7 before readings resumed at 81 mg/dl, and the case was categorized under infusion set and cartridge with troubleshooting and education completed, including exercise guidance. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication and interviews with the patient and analysis of user-provided information. Investigation of this case revealed no findings available regarding a device malfunction, and the device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.